Event description:
One touch basic meter had missing segments in the display. The medical affairs specialists spoke with the patient on 7/19/05. The patient was diagnosed with diabetes 5 months ago and started on prandin 1 mg three times a day. He also takes pravachol 20 mg a day. His daily blood glucose readings have ranged between 97 and 160 mg/dl. He last tested with the meter 2 days before contacting lifescan and was unable to read the result. He replaced the meter battery and still was unable to read the result. He has been feeling nervous, but did not describe having symptoms of high or low blood glucose level. He went to his medical clinic on saturday, but his physician was on vacation. A blood glucose reading was not obtained at the clinic. He received no treatment at the clinic. He plans to see his physician in the next few days, when she has returned from vacation. Based on the information provided by the patient, there is no indication that he experienced injury and medical intervention. The customer care representative (ccr) confirmed that segments were missing in the meter display. The complaint is classified as a product malfunction medical device reportable. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.